Event description:
The doctor claims that patch was implanted on 6/5/1998 for a carotid endarterectomy procedure. The patient developed a hematoma due to patch leakage. The patient's condition is fine.